Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer's other blood glucose was 403 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated insulin pump and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.